Manufacturer narrative:
(B)(4). Product evaluation: our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures.

Event description:
Manual compression was held for 60 minutes.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal instructions for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery.

Event description:
Following deployment of a 6f angio-seal vip, it appeared hemostasis was achieved. Manual pressure was held for 3 minutes for assurance. After about 10 minutes, a small hematoma was noticed. The hematoma grew into a larger hematoma and the vessel was sutured closed. It was reported that three pints of blood were found in the thigh and the anchor and collagen were outside the vessel.